Manufacturer narrative:
Integra has completed their internal investigation on 1dec2016. The investigation activities included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: device history record reviewed for s-1101 manufactured on 02/04/2011 show no abnormalities related to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. This device was last serviced on (B)(6) 2013. No manufacturing or design related trend has been identified. Conclusion: in summary: could not confirm the reason for return as the calibration was found in tolerance and all width clips passed inspection. The hand piece passed the function test, parts are worn but function correctly. Head assembly has major nicks from impact and wear on all areas (gauge bar, knob, blade bed) damage to head could cause graft issue but could not confirm during evaluation. Excessive time since last repair.

Event description:
It was reported the device was not calibrating so not grafting correctly. It was reported that although the device was in contact with the patient, there was no patient injury. No medical intervention was required and there was no delay in surgery.